Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. [(B)(4)].

Event description:
See user facility medwatch form, (B)(4).